Event description:
Boston scientific received information that following a device changeout, a manual shock impedance test gave an out of range impedance measurement and the patient was unable to be induced during defibrillation threshold (dft) testing. The pocket was opened and the right ventricular (rv) lead was found to have pulled out of the header. The lead was reinserted and the setscrews tighted. Dft testing confirmed all issues were resolved. There were no additional adverse patient effects.

Manufacturer narrative:
All available information indicates the device remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.